Event description:
On 10/17/2024, a sales representative reported via phone that a (qty. 5) of an ar-2923bc biocomposite pushlock anchor broke in pieces during insertion. The case was completed using another of the same product from a different lot with no issues. All pieces were retrieved successfully from the patient. The case was delayed 30 minutes with no additional anesthesia administered. This was discovered during a labrum repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.